Event description:
It was reported that during an acl surgery the suture broke during implant insertion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1588rt-ib serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to the device suture system being broken, visual inspection found that the suture loop system was broken. Frayed was observed on the returned white suture tails. No sharp edges were observed on the button. The most likely cause for the reported failure is a user error.